Event description:
It was reported that the tip of the viper universal polyaxial screwdriver broke off from the instrument intra-operatively. A 6.0mm tap had been used for a 7.0mm cortical fixation screw. The screw was threaded three quarters of the way into the pedicle then stopped to take an image. It was reported that the torque used to start screw advancement again was too much and stripped the driver. The broken tip remains in the implanted screw where it is captured with a rod. The patient is reported to have hard bone.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual verification revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided. Device was then sent to the lab for fracture analysis. A scanning electron microscopy (sem) analysis was performed on the fractured surfaces to facilitate a more detailed investigation of the fracture characteristics of the poly screwdriver. Results show evidence of a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. No material defects or other abnormalities were observed in this analysis. A review of the device history record for the mis viper si quick connect polyaxial screwdriver found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the mis viper si quick connect polyaxial screwdriver was conducted on the specific product code from this complaint as the device family does not exist for this instrument. However, instrument grade material remnants implanted in the patient may likely change the course of post-operative care and could further necessitate the need for medical intervention in the future. Therefore, potential harm may exist if the fault were to recur. A review of the viper family post market surveillance report number dva-108227-pmsri revision a (released on 12/26/13) was conducted. An assessment of the current rate of failure and design failure modes and effects analysis (dfmea) number dva-104204-drad revision f, which includes the viper universal poly, was conducted with no immediate actions identified in the report. The dfmea is to be updated as an action of the pms review as documented in section 2: discussion & actions item 5. The final conclusion is that the benefit outweighs the risk with no further escalation required. As such no further action in addition to the post market surveillance report actions will be taken as a part of this complaint file. The root cause of the poly screwdriver tip becoming fractured cannot positively be determined. However, the sem fracture analysis results show evidence of a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device. Additionally, the viper universal poly driver recently underwent a post market review and no immediate actions were identified. Therefore, this complaint file will be closed with no further action required.